Event description:
Admitted for d & c, laporoscopy and laporotomy. Bowel was perforated. Perforation closed by surgeon. Required overnight hospitalization. Admitting surgeon stated the trocar was too sharp. After the surgery was completed and room cleared of trash, the surgeon stated the stapler was faulty. It was not retrieved or saved.